Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that external paddles cannot be recognized. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the co2 module does not turn on. The customer initially was to send in device for servicing but changed mind. The customer has refused servicing at this time but can send in device at later time if needed. The call center representative believes it is a problem with the co2 module.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4); the correct cfn# is (B)(4).